Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to dry mouth, sleep dysfunction and sore throat. The device was returned but not yet evaluated. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to bipap device's sound abatement foam. The patient has alleged to dry mouth, sleep dysfunction and sore throat. There was no report of medical intervention. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer observed following from an external and internal inspection: unknown contamination on the top enclosure, bottom enclosure, blower box, sd card and filter access flip door, accessory access flip door. Unknown dust like contamination was observed on top enclosure, air inlet of blower box, front panel, blower box, blower motor, rear panel and the bottom enclosure., observed hair-like fiber on the bottom enclosure. Contamination was consistent with foam degradation on inside and outside of iso (international organization of standardization) port, o-ring on the rear panel, blower motor, blower motor seal and blower box. A keratin-like substance was observed on blower box outlet. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. Presence of sound abatement foam/breakdown was confirmed using fitt (foam integrity test tool). The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to bipap device's sound abatement foam. The manufacturer received information that the patient alleging dry mouth, sleep dysfunction, nasal/throat irritation and soreness. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer observed following from an external and internal inspection: unknown contamination on the top enclosure, bottom enclosure, blower box, sd card and filter access flip door, accessory access flip door. Unknown dust like contamination was observed on top enclosure, air inlet of blower box, front panel, blower box, blower motor, rear panel and the bottom enclosure., observed hair-like fiber on the bottom enclosure. Contamination was consistent with foam degradation on inside and outside of iso (international organization of standardization) port, o-ring on the rear panel, blower motor, blower motor seal and blower box. A keratin-like substance was observed on blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source. In previous final report: in box d: date returned has been corrected which was captured incorrectly in previous report. In box h: patient outcome code grid has been updated which was missed to capture in previous report. Problem code grid, evaluation results code grid and conclusion code grid have been updated with coding's which was missed to capture in previous report. In additional narrative, verbiage was incorrectly captured as no foam which is corrected in this report.